Manufacturer narrative:
Additional information: d10, h6, h10 one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with damaged lens. Event history log review was performed and found that the log was reset. Visual inspection, power process and rtc battery inspection were performed. The customer's reported problem was confirmed. According to the investigation the unit faulted out with patient data and setting lost and the reported problem was caused by faulty main pcb. Service replaced the pump main pcb to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received that a smiths medical pump kit, cadd-solis vip, mdl was "losing the pump programs". No patient involvement.